Manufacturer narrative:
This report is submitted on (B)(6) 2018, by (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration, resulting in the decision to explant the device on (B)(6) 2018.